Event description:
Hcp reported patient experiencing increased left leg pain and numbness with increased radicular pain since catheter placement in 2005. Hcp reported symptoms due to level of catheter placement. On june 26, 2006 the catheter was explanted and a new catheter was placed at a higher level. The pump was also explanted and replaced due to erosion. Hcp reported the patient recovered without sequela. A follow up report will be sent if additional information is received.